Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a hex drill for a handpiece and hand tool was stuck on a patient's dental implant during initial placement. The implant was removed in order to remove the hex drill. The patient did not have adequate bone for a larger implant: the procedure was not completed within the same visit.